Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient fell down the stairs while wearing the pump and the pump would no longer turn on. The reporter stated that there was a small crack to the display lens but there was no other damage to the pump or battery cap. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
(B)(4): the pump was verified to have a cracked display lens. The lens was replaced with a test lens for testing purposes. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history, and the pump was exercised for 24 hours with no re-boots occurring. The pump was evaluated and found to be operating within required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.